Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on 05-may-2024. The infusion set was in use for less than a day. The blood glucose level was 152 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.